Manufacturer narrative:
D4: no information found for di number. G4: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed. The investigation revealed that the dso rubber seal had some cracks. The dso rubber seal will be replaced in order to fix the issue.

Event description:
It was reported that the device stated: ¿membrane torn over occlusion sensor¿. The event occurred while in use with the patient. According to them, the alarm of the pump started indicating " occlusion" when they were about to start the pump. Ther was patient involvement, however no patient harm/adverse event was reported.